Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 2.25x24mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. While retrieving the device, the stent was displaced from the delivery balloon and has to be implanted into the left main coronary artery (lmca). The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).